Event description:
As stated by the customer on (B)(6) 2012: stretcher slips from table if raised because of faulty table guidance. We issued a quotation.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh,(B)(4)) on behalf of the MFR by arjo (B)(4). (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.